Event description:
Caller reported an alarm related to the tandem mobi cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the issue and arranged for a replacement pump, while the customer was advised on how to store the current pump and provided with instructions for returning it to tandem. The caller acknowledged understanding and agreed to use a prepaid label for the return.